Event description:
Caller reported that pump became hot to touch while charging with tandem supplies. There was no adverse impact to the customer¿s blood glucose level as no temperature alarms were recorded. Customer chose to continue using current pump for backup therapy while cts initiated a return process for the pump and charging supplies. Cts provided instructions for returning the problematic pump and advised on receiving the replacement, which caller understood and acknowledged.